Event description:
My husband had started using a so clean brand CPAP sanitizer for several months. He had developed a cough and then difficulty which kept getting worse over 3 months. He developed pneumonia, which was treated but he still had the same symptoms. He had pulmonary function tests, was treated with inhalers, ppls for reflux. He didn't improve and this was ongoing for months. I started reading about ozone residue from soclean and had him discontinue the soclean and change his tubing and mask and he started to improve in 3-4 days and continued to improve over the next 3 weeks. It's now three months later and those symptoms haven't recurred. He has not retried the soclean.